Event description:
As reported, the visual indicator did not change color on a 6f exoseal vascular closure device (vcd), and the device was withdrawn as is. As a result, manual compression was required. There were no reported injuries to the patient. The procedure was performed according to the instructions and the device was stored and prepped per the instructions for use (IFU). The physician had achieved certification on the use of exoseal vcd. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed. The indicator window did not show any red color during retraction. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the visual indicator did not change color on a 6f exoseal vascular closure device (vcd), and the device was withdrawn as is. As a result, manual compression was required. There were no reported injuries to the patient. The procedure was performed according to the instructions and the device was stored and prepped per the instructions for use (IFU). The physician had achieved certification on the use of exoseal vcd. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed. The indicator window did not show any red color during retraction. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18392246 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.